Manufacturer narrative:
Evaluation method: a review of the complaints history for this device was performed and found no other complaints in the last 24 months involving corneal ulcer. Evaluation results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Evaluation conclusion: no conclusion can be drawn. This is being reported as a possible corneal ulcer, 1.5 mm in size. The location of the ulcer on the eye is not known. No lenses have been returned and no lot number has been provided. There has been no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within in one month of receipt of the add'l info.

Event description:
A customer in (B) (6) informs coopervision their pt alleges a corneal ulcer from wearing a contact lens after 15 days. Corneal ulcer described as 1.5mm in size. Pt received treatment at an emergency room facility in france. The pt's current ocular status is unk.